Manufacturer narrative:
Device repaired and returned. Evaluation in progress but not concluded.

Event description:
During examination of the pump system outside of the use setting, the system spontaneously reset itself. The power distribution board was replaced and normal function was restored. There was no adverse consequence to a patient as a result of this event.